Event description:
The external pulse generator was returned for service due to being dropped and subsequently tested out of specification during manufacturer's analysis. There was no indication of any patient involvement associated with the event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the upper and lower cases were broken which was attributed to the generator having been dropped. Analysis also found the battery release, lead flex cover, release spring and battery flex contaminated, two side bail covers and ring cover broken, the battery contacts compressed, two side bails and the ring missing and the battery drawer damaged. (B)(4).